Event description:
Complainant alleged that while attempting to treat a pt, the device displayed "pacer disabled", "defib disabled" and "defib pacer device failure" messages. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for eval. Instead, a zoll field rep went onsite to troubleshoot the zoll rep found an antenna cable loose on the back of the radio console. The antenna cable was reseated and the reported problems when away. The device was placed back into service. It is believed that the disconnected antenna may "emit emi" which interfered with the operation of the device. The x-series device meets standards and specifications. However may be "susceptible" to certain radio frequencies outside the specs and approved standards for the device. The x-series operation guide indicates that field strengths from fixed transmitters (such as base stations for radios) cannot be predicted and the x-series should be monitored to verify normal operation and if abnormal performance is observed. Add'l measures may be necessary. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.